Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearings were damaged, the device failed the rotational speed and noise tests, and the device overheated. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Device was returned for repair with a faulty motor and a malfunction in the control system. This is report 1 of 1 for complaint #(B)(4).